Manufacturer narrative:
Customer provided strip code (dz0l9) but no lot number for second lot of strips tested. Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 2.0, 1.9 and 1.2. Nurse called in to make sure that the inratio and inratio2 strips are comparable in her inratio meter. Tested same pt 3 times; 2 times using inratio strips, 1 time using inratio2 strips. Only able to provide lot number for inratio strips and strip code for inratio2 strips: inratio=2.0, 1.9, inratio2=1.2. Nurse tested herself with inratio2 strips; inr=1.1.